Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During all straight cuts with straight saw attachment surgeon felt increased vibrations from mics and noted increased loudness coming from the mics/straight cutting attachment, then during tibial cut the mics handle adjustment leaver vibrated off (both the pin and leaver, were found). Mics did pass mics status check prior to case. (Unable to give mics pn/lot due to handle blocking view). Case type: tka. Surgical delay: =15 minutes.

Event description:
During all straight cuts with straight saw attachment surgeon felt increased vibrations from mics and noted increased loudness coming from the mics/straight cutting attachment, then "during" tibial cut the mics handle adjustment leaver vibrated off (both the pin and leaver, were found). Mics did pass mics status check prior to case. (Unable to give mics pn/lot due to handle blocking view). Case type: tka. Surgical delay: 15 minutes.

Manufacturer narrative:
Reported issue. During all straight cuts with straight saw attachment surgeon felt increased vibrations from mics and noted increased loudness coming from the mics/straight cutting attachment, then "during" tibial cut the mics handle adjustment leaver vibrated off (both the pin and leaver, were found). Mics did pass mics status check prior to case. Product inspection: (B)(4). Inspected per (B)(4) and determined failure of the following test step. Sec# 7.1.2. Pivot lock mechanism. Disposition: rtv. Inspected by: (B)(4). Device history review. Review of the device history records indicate (B)(4) devices were manufactured under lot k07jf and all units were accepted into final stock on 7/5/2016. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, lot number 42010516 shows 0 additional complaints related to the failure in this investigation. Conclusion. The alleged failure was confirmed . Nc/CAPA review. A review of stryker¿s nc/CAPA database indicated there have been an nc and CAPA associated with the product and failure mode reported in this event. This is nc 1414517 and CAPA 1450904.